Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels due to bent infusion set cannulas. Customer's blood glucose level was 500 mg/dl. The customer usually treated their blood glucose levels with manual injections, bolusing, and then changing out the site. The device was not returned.